Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported critical spo2 alarms did not go off at all, even though it is set to go off at 90%. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that spo2 alarms were not alerting with low limit set to 90% on pic ix. The issue started due to a storm and the site experienced power issues during this time. The remote service engineer (rse) made contact with the biomed and was informed that the issue is resolved already. Biomed explained that he rebooted the pic ix computers and no other re-occurrence had happened after the reboot was initiated. Based on the information available and the testing conducted, the cause of the reported problem was a power outage issue. The reported problem was not confirmed. The pic ix system was rebooted that resolved the issue. Customer resolved issue